Manufacturer narrative:
The reported issue could not be confirmed; however, a different issue was found.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 67 (mg/dl). Reportedly, the customer did not eat before going to bed. Customer consumed candy to treat low bg levels. Recommendation was made to consult with health care provider to discuss diabetes management.